Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that approx two months after the interventional neurovascular procedure for enterprize vrd stent implantation, the physician re-reviewed the pre-coiling dyna-cta imaging and identified what appeared to be a physical disruption in the continuity of the mid section of the previously implanted enterprize vrd 4.5 x 37 stent. The stent was spanning a large aneurysm in the cavernous internal carotid artery (ica). The cell structure in the mid portion of the stent is discontinuous and measured larger than the expected nominal diameter of the stent. Stent cell structure was also visible outside the flow lumen and embedded in thrombus of the uncoiled portion of the large cavernous aneurysm. The proximal and distal stent markers appeared to be unchanged from the time of the index procedure. The indication for the procedure was double-vision and decreased visual acuity. The pt tolerated the procedure/placement of the enterprize stent well and was scheduled to return for coil embolization of the aneurysm at a later date due to renal insufficiency.